Manufacturer narrative:
The insulin pump alarmed rf pic failed self-test during self-test due to faulty rf board. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corners and cracked battery tube threads.

Event description:
The customer reported via phone call of a rf pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was 300+. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform the rewind process again. The customer was advised to perform an easy bolus into the air. The bolus amount was recorded in the bolus history. The customer stated that the temporary basal was not programmed before the alarm occurred. The customer will be sent a replacement pump.